Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, 3 lumbar drainage systems experienced disconnections between the catheter and the drainage system in less than 2 weeks. No reported adverse consequences; lumbar drains replaced.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.